Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, after completing the x-ream portion of the hip core decompression, the prostim was mixed as recommended. After mixing the surgeon was not able to push graft through the syringe. Locking the syringe to use the threaded option did not help. It was noticed that the graft was hardened in the syringe at 4 min 30 seconds. The surgeon used prodense to complete the case. This added a 15 min delay. No patient complications were reported.